Manufacturer narrative:
The reported complaint of saline bag got empty while using icy catheter (lot #142008) was confirmed during functional testing. A bond leak was observed at proximal end of medial balloon during pressure leak test. Probable root cause was due to latent defect at the bond. Visual examination of the returned catheter was performed and found a kinked on the shaft at proximal infusion lumen opening (7.5 inches away from the tip of catheter) unrelated to the reported complaint. The exact timing and cause of kinking of the catheter cannot be determined but handling and/or insertion of the catheter could not be ruled out.no other physical damage was observed. Noticed blood residue in the balloons and in medial luered tubing. Functional testing of the returned catheter was performed. All lumens were flushed without resistance. The returned icy catheter was connected to a pressurized inflation device. A bonding leak was observed at proximal end of medial balloon during pressure leak test. Thus, confirming the reported complaint. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for icy catheter with lot number 142008. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Event description:
During ivtm therapy, customer noticed that the 500ml saline bag was empty. No leaked fluid observed on system console, patient bed or on the floor. Unknown how many saline bags observed emptied. The thermogard system generated an alarm and it displayed m ID:09 (air trap assembly), but later cleared by the user and console is currently in therapy use. The icy catheter (lot #142008) was removed from the patient's left femoral vein and treatment discontinued since it was near the end of ivtm therapy. The catheter dwell time was 70 hours. Catheter insertion was smooth and the physician was experience with zoll icy catheter placement. No consequences or impact to patient.